Event description:
It was reported that "doctor attempted to manually screw in the 35mm bone screw. Screw would not tighten. When pulled out, the screw was unraveling."

Manufacturer narrative:
Method DHR, complaint history review. The results of the investigation indicated that the damage to the bone screw threads was caused by the screw being at too great of an angle when trying to use the screw in one of the holes of an acetabular cup. The doctor noted that the screw "would not tighten" prior to removal, suggesting the excessive angulation present between the screw and the shell. Previous investigations have indicated that the interference between the threads of the screw and the edges of the screw hole in the shell created the abrasions seen on the pitch of the threads and sheared off the edge of the threads, creating the returned thin piece of wire. The damage to the bone screw seen in this event is strictly related to operative technique. The root causes of similar previous reported events were neither design nor materials nor mfg related. Device history review showed no reported discrepancies.